Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) pump due to the pump not functioning properly. It was noted that the pump had inflation issues, deflation issues and was sticky and flat. A new ipp pump was implanted. There were no patient complications reported.